Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced dizziness and heart fluttering. It was noted that non sustained right ventricular over-sensing was observed on the implantable cardioverter defibrillator. Interrogation revealed the patient had slow ventricular tachycardia (vt) not being detected by the device. Programming changes were made. Further changes to the patient's medical management with possible ablation was considered. The patient was stable.